Event description:
The company received the following customer report: "caller states this trach was placed in the female pt on (B)(6) 2012 and was only in the pt about four hours per the mother. Caller states they elected to reintubate the pt with the same size trach and pt is fine. The nurses noticed a gurgling noise and saw the pilot balloon was deflated." Non routine recannulation of a replacement tube was required. Per the caller, the tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.